Manufacturer narrative:
Examination of the returned instrument confirmed the tip broke off. A search of the complaint database found no additional reports for this part and lot number combination for the tips breaking. The root cause is attributed to both misuse and wear out. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Posterior corail/trilock stem inserter tip broke upon repeated mallet hits when trying to seat stem.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.